Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, vasospasm, thrombosis and stroke are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that following angioplasty, a stent (subject device) was placed in the left middle cerebral artery (mca) from the distal m1 to the proximal m2 branch to pin the plaque against the walls of the artery. Follow up angiography showed wide patency of the stent and that the plaque was securely fastened against the walls of the artery. Verapamil was administered intra-arterially to treat mild vasospasm in the left internal carotid artery (ica). An additional follow up angiography showed improvement of the vasospasm, wide patency of the stent with no evidence of in-stent thrombosis and no evidence of thromboembolic complications. The patient was discharged the following day; however, approximately five (5) days later the patient returned having mild word finding difficulties. Imaging showed a partial occlusion of the stent from the mid to the distal portion of the device, resulting in partial occlusion of the m2 branch; however, with supportive filling from collateral circulation. Mechanical clot aspiration and balloon angioplasty was performed to treat the complication, which resulted in some improvement of flow but a prominent occlusion at the m2 level remained. A thrombolytic was slowly administered intra-arterially into the left mca, followed by another round of balloon angioplasty at the site of the thrombus and an additional dose of thrombolytic. Final angiography showed significant improvement in blood flow and the patient was put on a heparin drip. The next day a follow up angiography showed the stent was widely patent and the patient did not experience any further neurologic symptoms.

Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that following angioplasty, a stent (subject device) was placed in the left middle cerebral artery (mca) from the distal m1 to the proximal m2 branch to pin the plaque against the walls of the artery. Follow up angiography showed wide patency of the stent and that the plaque was securely fastened against the walls of the artery. Verapamil was administered intra-arterially to treat mild vasospasm in the left internal carotid artery (ica). An additional follow up angiography showed improvement of the vasospasm, wide patency of the stent with no evidence of in-stent thrombosis and no evidence of thromboembolic complications. The patient was discharged the following day; however, approximately five (5) days later the patient returned having mild word finding difficulties. Imaging showed a partial occlusion of the stent from the mid to the distal portion of the device, resulting in partial occlusion of the m2 branch; however, with supportive filling from collateral circulation. Mechanical clot aspiration and balloon angioplasty was performed to treat the complication, which resulted in some improvement of flow but a prominent occlusion at the m2 level remained. A thrombolytic was slowly administered intra-arterially into the left mca, followed by another round of balloon angioplasty at the site of the thrombus and an additional dose of thrombolytic. Final angiography showed significant improvement in blood flow and the patient was put on a heparin drip. The next day a follow up angiography showed the stent was widely patent and the patient did not experience any further neurologic symptoms.